Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited a threshold of 4.0 v, 1.5 ms. The lead was dislodged. The lead was removed and replaced.